Event description:
The pt returned a call to the medical affairs specialist in 2004. The pt had called lifescan one month ago alleging the one touch ultra meter was inaccurately erratic. The pt had awoken in 2004 at midnight feeling sweaty and nervous. Two blood glucose test were done with readings between 30's mg/dl - 40's mg/dl, them 162 mg/dl followed by 29 mg/dl taken within 10 minutes. Paramedics were called, blood glucose on their unk meter was 129 mg/dl taken 30 minutes later, and no treatment was given. There had been no intervention between the readings. The pt did not remember if they had tested before bed. Routine testing was 1-2 x/day, with glyberide 5mg in the morning, changed to glyberide 5 mg morning and evening, evening dose based on their reading. They visited the dr. 1 week later and he stated the erratic readings (up and down daily) are due to the antibiotics they have been taking. The pt described the correct testing technique. The customer care rep was unable to perform troubleshooting since no control solution was available. Though the pt awoke with the symptoms and no treatment was given, the calculated difference of these glucose results, taken within 10 minutes indicates a potential malfunction of the meter in terms of precision.